Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported by the patient that they have heard a tone from their device for the past two months and they have not been seen by a physician in two years. It was later reported by the clinician that the device was at end of service and questioned if the device was short lived or had normal battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.